Event description:
It was reported that after the patient had a 3rd spacing of fluid, the patient's fluid was overloaded and needed a paracentesis. The patient had a paracentesis and then went into the clinic to have their external trial stimulator (ets) replaced. The patient had fluid draining from their perc extension site and the incision site, which caused the ets to no longer work. The remote was unable to be connected as well so the remote was attempted to be reset. The clinic bandaged the dressing so that the ets was not visible, and therefore, it was unknown if a red light was seen. The patient was scheduled for troubleshooting the day after their paracentesis. Then, the ets was replaced and wrapped with tegaderm to prevent any further events of the ets getting wet. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
The following fields were corrected h6 device codes. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that after the patient had a 3rd spacing of fluid, the patient's fluid was overloaded and needed a paracentesis. The patient had a paracentesis and then went into the clinic to have their external trial stimulator (ets) replaced. The patient had fluid draining from their perc extension site and the incision site, which caused the ets to no longer work. The remote was unable to be connected as well so the remote was attempted to be reset. The clinic bandaged the dressing so that the ets was not visible, and therefore, it was unknown if a red light was seen. The patient was scheduled for troubleshooting the day after their paracentesis. Then, the ets was replaced and wrapped with tegaderm to prevent any further events of the ets getting wet. No patient complications were reported.

Manufacturer narrative:
The following fields were corrected h6 device codes. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that after the patient had a 3rd spacing of fluid, the patient's fluid was overloaded and needed a paracentesis. The patient had a paracentesis and then went into the clinic to have their external trial stimulator (ets) replaced. The patient had fluid draining from their perc extension site and the incision site, which caused the ets to no longer work. The remote was unable to be connected as well so the remote was attempted to be reset. The clinic bandaged the dressing so that the ets was not visible, and therefore, it was unknown if a red light was seen. The patient was scheduled for troubleshooting the day after their paracentesis. Then, the ets was replaced and wrapped with tegaderm to prevent any further events of the ets getting wet. No patient complications were reported.